Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of balloon did not function was not confirmed. The device evaluation finding of acoustic lens was chipped and peeled was due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The additional evaluation findings are as follows: due to wear of forceps elevator lever, up and down knob could not be locked securely, due to wear of angle wire, bending angle in up and down direction does not meet the standard value, due to wear of angle wire, the play of up and down knob, right and left knob was out of the standard value, due to deterioration of braid of bending tube, tightness of the braid had become uneven, adhesive on bending section cover had a discolored area, connecting tube had a scratch, buckling, universal cord had buckling, ultrasonic cable had a scratch, ultrasonic cable was deformed, adhesive around objective lens had wear, adhesive around light guide lens had wear, ultrasound case was deformed, image guide protector was sticky, suction cylinder was deformed, suction cylinder had discoloration, and frame 260, inner shield, and outer shield had corrosion due to water leakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope balloon did not function. It would inflate but then it did not make the balloon suction. There were no reports of patient harm. During evaluation of the returned device, it was found that the acoustic lens was chipped and peeled and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.